Manufacturer narrative:
The welch allyn diaper and organ scale is intended to be used by clinicians for weighing items up to 11 pounds (5 kg) for models 4302-ek and 4302-ex, and 6.6 pounds (3 kg) for models 4302-xk and 4302-xx. The device was not returned for inspection from the customer. The replacement part # was provided to the customer to resolve. Although there was no adverse event reported, if the power cord were to have exposed copper wires during use, it could lead to serious injury or death therefore baxter is reporting this device malfunction.

Event description:
Customer reported the power cord for scale had frayed with the copper exposed.